Event description:
A home pt (hp) contacted baxter's technical service center to request a swap of the homechoice (hc) machine because he states that it is not fully draining at the end of each cycle. The hp reported that after getting off the machine, he manually drained 2100 ml. The technical service rep (tsr) reviewed the program, therapy log and alarm log. The tsr explained the hc drain logic to the hp. The hp had several alarms during therapy. The tsr explained possible causes for these alarms. The hp uses a pt line extension for 3 to 4 days. The tsr advised the hp to change the extension daily. The tsr reviewed the ultrafiltration (uf) readings for each cycle. The hp has 5 cycles programmed and had ended therapy in cycle 4. The uf reading in cycle 3 of 5 was 830. A uf of 830 indicates the pt drained 830 ml more than the programmed fill volume. During f/u with the home pt's nurse on (B) (6) 2008, it was learned that the home pt's programmed fill volume is 2500 ml. The drain volume for this cycle would have been 3330 ml, indicating an overfill. The tsr explained the uf readings to the hp. A f/u was done with the home pt's nurse and it was determined that the pt's prescription was changed as a result of these issues. Therapy is now going well and, according to the nurse, this has resolved the problem. During f/u with the hp, he did not recall specifics of this incident, but reported his feeling of fullness was due to being new to peritoneal dialysis therapy. He stated it took him a while to adjust to the feeling of having his abdomen full of fluid, and it fell strange. He is adjusting now, and therapy is going well. There was no pt injury or medical intervention associated with this report.

Manufacturer narrative:
(B) (4).